Manufacturer narrative:
H.6. Investigation: the customer reported the tubing popped at the y-site, and returned one used sample of model #mz5307. The sample was clearly separated at the y-site and the complaint is verified. The solvent depth was very shallow. The inability to aspirate was not verified due to the sample being compromised. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. Visual inspection under the microscope found the root cause to be insufficient solvent.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector came apart, leaked, and had flow issues. The following information was provided by the initial reporter: material no: mz5307 batch no: unknown [event 4] it was reported that tubing popped at y-site causing the line to bleed back and clot off. The attempt to aspirate was unsuccessful.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector came apart, leaked, and had flow issues. The following information was provided by the initial reporter: material no: mz5307, batch no: unknown. [Event 4] it was reported that tubing popped at y-site causing the line to bleed back and clot off. The attempt to aspirate was unsuccessful.